Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during use of the capio, the suture and needle detached. The needle remained in the patient. The patient's condition was reported as stable.